Manufacturer narrative:
(B)(4). Batch # n91k54. Investigation summary: the analysis results found that a har23 device was returned inside its package unopened. The package was visually inspected, and the expiration date was printed on the tyvek. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot/batch n91k54 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # n91k54. Additional information: this is an evaluation of a picture sent by the account. The image of what appears to be a package of a harmonic device where you can see the batch; n91k54. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Because the instrument was not return our evaluation is limited. No conclusion could be reached as to the root cause of the reported issue.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the product on the shelf does not have an expiry date printed on it. No patient involvement.